Event description:
Medex infusion pump (2001) became partially disconnected from 60cc bd syringe, resulting in gravity free flow from syringe to pt. Medication was a dopamine. Blood pressure was >200 systolic, hr> 200. All infusions of inotropes were stopped.